Manufacturer narrative:
Device is an instrument and is not implanted or explanted. A review of the service history records has been requested and is currently pending completion. Service and repair evaluation: the customer reported the inner screw was missing. The repair technician reported the stop screw was missing, and the hex screw had bad threads. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw m7 x 0.75, stop screw. This item was repaired, passed synthes final inspection and returned to the customer on july 30, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that synframe half ring failed inspection due to a missing inner screw. No patient or surgical involvement reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The subject device was received by synthes service and repair on jul 24, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review: lot no: 8436060. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 23-jul-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.